Event description:
It was reported that during the implant procedure the insulation layer of the lead was broken due to physician's operation. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead was extrinsically breached due to a cut. A visual summary analysis of the lead indicated there was damage at implant.